Event description:
On (B)(6) 2014, pt was a transfer to our facility for stemi with v-fib arrest. Emergent cath/pci reveals 100% occlusion of left dominant, prox circ with anomalous take off from the rca. The 2.5x38 xience xpedition deployed with good results. Pt did well and was discharged (B)(6) 2014 on medications including asa and brilinta. On (B)(6) 2014, pt returned to office for f/u. He had missed the previous night's dose of brilinta. He was awakened at 0830 that am with chest pain 4/10. Cp 2/10 still present at time of office visit, not completely relieved with sl ntg. EKG in office with st depression more prominent than previous tracing. Direct admit for urgent cath. Films reveal 100% thrombotic occlusion of previously placed stent. Copious amounts of thrombus, especially at each edge of stent. The distal edge stented with 3.5x12 xience xpedition, proximal edge 3.0x38 xience xpedition extending toward ostium. A very small edge dissection proximally stented with 3.0x8 xience xpedition. Pt did well, and discharged on asa and brilinta to continue indefinitely.